Event description:
A patient was reportedly hospitalized due to inaccurate low results with a one touch basic meter. In 2001, patient's blood glucose was 87, 40 and 73 mg/dl compared to the hospital lab reading of 920 mg/dl. Tests were done 30 minutes apart. Prior to hospitalization, the patient felt symptoms of tiredness, nausea, dizzy, and lightheadedness. Patient went to hospital where the patient remained in observation and received unknown treatment. Attempts to contact the patient for further infomation have been unsuccessful.